Event description:
The customer contact reported a shock. The customer contact reported the nurse received an electrical shock to her right hand when plugging in the device into the ac power outlet. It was reported the nurse had black soot on her right hand, was tachycardic and experienced a sensation of temperature change in the arms. An electrocardiogram and an unspecified laboratory test were performed. The device was removed from the clinical setting. No further event details were provided including information if medical intervention was provided. Following the event, the customer contact reported that the nurse continued to experience tachycardia and had fatigue. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.